Manufacturer narrative:
(B)(4). The device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - curved device was implanted during a sling implantation procedure performed on (B)(6) 2017. According to the complainant, after the procedure, the patient had issues with the device. Reportedly, the sling was removed by a different physician in a different facility. Reportedly, there was no new device implanted. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.